Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch uf/ importer report # (B)(4) was received with the following information: "during turning the patient to the prone position on the jackson table, the mayfield radiolucent headframe came unlocked. The pins that attached the headpiece to the patient's head came undone causing a laceration to the patient's head and the scrub tech's hand. Fortunately, the surgeon was supporting the patient's head during the occurrence, so no more injury was cased to the patient. This was after the headpiece had been sent out to the manufacturer a fourth time for repair. What was the original intended procedure? C1-c2 posterior fusion". Additional information has been received from the facility as follows: please provide the size of the laceration: about 4 inch laceration. Was there a delay in surgery due to product problem? If yes, how long? It caused a 30 minute delay in the case while we were changing or beds. Is the device available for evaluation? Device is in my office for evaluation.

Manufacturer narrative:
Additional information: 1. Will product be returned to integra for evaluation? The rep is going to pick it up when the new one comes in. 2. What medical intervention was made to the patient after the laceration? The laceration was stapled, and a bandage was placed at the end of the case. 3. Please provide patient outcome. I do not know the outcome after that. Investigation findings: mayfield infinity xr2 skull clamp (a2114) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; however, it does not appear to be a valid serial number for product a2114. The definite root cause cannot be determined. However, based on the reported complaint, probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.